Event description:
The reprocessed catheter was deemed defective - no signal - after placement into the patient. The catheter was removed and replaced with the OEM (biosense) version of the same catheter. Manufacturer response for reprocessed catheter, reprocessed catheter (per site reporter) mfg notified by site.